Event description:
Three devices (cev669bg, cev6795b, and cev634-1a) were returned to (B)(4) service and repair. The bipolar forceps were to be repaired.

Manufacturer narrative:
Device two: cev6795b (lot: 201111mf5)- mfg date: 11/01/2011. Device three: cev6341a (lot: 201202mf2)- mfg date: 02/01/2012. (B)(6). Cev669bg was disassembled and the screw was missing. Eval of the device indicated that the screw was most likely lost following disassembly by the client. Cev6795b was evaluated and no problems were observed. Cev634-1a was evaluated and scratches on the coating were observed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).